Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection, the tubing was observed disconnected from the drip chamber. The reported condition was verified. Upon further visual inspection the tubing had the shape of the pip of the chamber, thus indicating that the tube was fully inserted inside the pip of the chamber. The set underwent dimensional analysis on the tubing and the chamber to ensure that the units were within the design specification and adequate interface between components is present and the tubing and chambers were confirmed to be conforming parts. Additionally, an ir spectrophotometry test was performed on one tube and chamber and were according to product specifications. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the drip chamber of a flow regulator set separated from the tubing and a leak occurred. During patient infusion of urapidil hydrochloride, the drip chamber became separated from the tubing and the solution leaked from the drip chamber. This caused the tubing to collapse and the patient¿s blood back flowed. The nurse clamped the line and the set and solution were replaced. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.